Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited high thresholds. In addition, the patient¿s right ventricular (rv) lead exhibited two episodes of t-wave oversensing (twos). The ra and rv lead remain in use. No patient complications have been reported as a result of this event.